Event description:
It was reported that during a lavh, the max button would not work. The case was completed using the device on the min setting only.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.